Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had passed away and was found in bed by their partner. The cause of death was unknown. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
Manufacture¿s investigation conclusion: a specific cause for the patient's outcome, as well as a direct correlation to the device, could not be conclusively determined through this evaluation. The outcome was not considered to be device related. The device operated as expected and was not returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 lists adverse events which may be associated with the use of heartmate ii lvas, including death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.